Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedance measurements measuring to be greater than 125 ohms. There was no noise observed. Technical services (ts) recommended for isometric and commanded shock tests to be performed to further evaluate lead integrity. At this time, this rv lead remains in service. No adverse patient effects were reported.